Event description:
It was reported that the patient experienced a "syncopal event" and that the telemetry strip from the hospital showed inappropriate pacing spikes. The implantable cardiac defibrillator remains still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.